Event description:
It is alleged that the counterweight cable on the set up joint is disconnected, which could cause the set up joint to fall on a pt or user. It was reported that there was no adverse event involved with this incident.